Event description:
It was reported that shortly after starting treatment with one (1) unit of polyflux 140h, an external dialysate leak from the header on venous side was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was received for evaluation. The visual inspection by naked eye of the product showed the product wet and after disinfection, a leak test of the dialysate side was performed and a leak was observed. The reported condition was verified. The cause is a crack in the welding seam and has been identified as manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.